Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ multi-use nestable sharps collector had no label on it. The following information was provided by the initial reporter, translated from japanese: "this is a report about a missing label of sharps collector. During the inspection of products after unpacking at the customer's side, no label was affixed to one of 24 products."

Manufacturer narrative:
H6. Investigation summary: according to the evidence received showing the lack of label in the base and within the report mentioning that one product had no product information label affixed to the base. We can identify this issue as a failure mode related to the manufacturing process due to process omission at the time to perform the relabeling process. For this reason, quality alert was posted to the personnel involved. The current controls within the process were reviewed and it was found that improvement actions have been implemented which consists in an installation of a vision system and rework stations in order to prevent, reinforce and make more robust the labeling processes, these actions are documented in a CAPA. Since no lot number was provided we can¿t confirm if this product was manufactured before or after these implementations were completed. A review of customer complaint records was performed; in accordance with the cc¿s records, four additional complaints were received throughout the last twelve months for the same part number and issue in which it was confirmed the issue as related to the manufacturing process.

Event description:
It was reported that the bd¿ multi-use nestable sharps collector had no label on it. The following information was provided by the initial reporter, translated from japanese: "this is a report about a missing label of sharps collector. During the inspection of products after unpacking at the customer's side, no label was affixed to one of 24 products."